Event description:
It was reported that these was inaccurate actual pressure readings, touchscreen freezes and the inability to perform custom calibration from the crossflow console.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.